Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, after implantation of a hakim valve, the patient had worsening symptomatic hydrocephalus. The patient's worsening hydrocephalus symptoms caused hospitalization.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that the device conformed to specification when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.